Manufacturer narrative:
During further investigation (fi), a visual inspection of the mmi board revealed no evidence of damage or contamination. The mmi board was installed in the fi test ventilator and the ventilator was powered up from ac and delivered breaths. The fi test ventilator passed the est test that checks the touch screen to verify that all emitters, detectors, and the touch screen controller on the mmi pcb are working properly. The ventilator operated for 2 hours without failures during which time post was executed 25 times without generating any failures. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The mmi board was tested and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen locked up. There was no patient involvement.